Event description:
Per the customer, the device dropped small washers into the patients foot during a procedure, these were all retrieved before completing the procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.